Manufacturer narrative:
The reported event could not be confirmed. A potential root cause for this failure could be "electrical failure". The device was not returned for evaluation. The product family for this male external catheter product is unknown. Although the product family is unknown, the male external catheter product ifus are found to be adequate based on past reviews. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient allegedly experienced skin tears while trying to remove the externals after use. Customer stated he used soap and water to remove the external, but the adhesive was so strong that his skin tore. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient experienced skin tears while trying to remove the external catheter after use. Customer stated he used soap and water to remove the external, but the adhesive was so strong that his skin tore. No medical intervention was reported.